Event description:
Customer hospitalized due to high blood glucose. Customer advised nurses at hosp to call to troubleshoot. Reviewed programmed and it appeared to be correct. Pump was functionally tested and performed normally. Customer did not have a clamp and will call back when clamp arrives to complete troubleshooting on pump.